Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their levels had fluctuated from the 40mg/dl range to 500mg/dl. The customer's most current range has been 70mg/dl to 120mg/dl. The customer declined to troubleshoot for the blood glucose levels. No further assistance was provided at this time.